Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the alleged malfunction and did not duplicate the issue. The ventilator passed self-testing.

Event description:
Report received of ventilator with an erratic display. The ventilator was not on a patient at the time of the event.